Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alerted low battery for a second time. The patient's blood glucose at the time of incident was 556 mg/dl, which was treated via manual insulin injection. A replacement battery cap and new battery did not resolve the low battery issue. Three batteries depleted within the past three days. The insulin pump will be returned for analysis.